Event description:
It was reported that a foreign particle was found in the bd plastipak¿ luer-lok¿ tip syringe after being reconstituted and before administering it to the patient. The following information was provided by the initial reporter: "a foreign particle was found in syringe after it was reconstituted... For participant 1101-1203, visit 21, scheduled for 03 aug 2023 originally product no 9696 was assigned. During the dose preparation while product was dissolved with water for injection as per protocol, the particle was spotted within solution. This was reported to research coordinator and research coordinator assigned replacement product, product no 9698 via almac. Dose was prepared and administered to participant 1101-1203.¿ particle was first identified by pharmacy staff after reconstituted solution had been drawn up into the injection syringe while the injection syringe remained connected to the vial adapter and vial. The particle was not seen during inspection of powder in the vial, wfi in the wfi syringe and reconstituted solution in the vial are you able to provide the date of the event in the format of 03 aug 2023. How was the patient outcome?. The particle was identified before administration to the patient so there was no impact. Are there any clinical signs, health consequences or impact? No. Any adverse event or serious injury reported to patient? No. Did the event involve an urgent/life threatening medical situation? No".

Manufacturer narrative:
H.6. Investigation summary: three photos were provided to our quality team for investigation. Through visual inspection, it was observed that two photos show a pair of scissors pointing at the stopper; however, the reported defect cannot be identified or confirmed from these two photos. A third photo shows a loose syringe partially filled with an unknown fluid with an unknown white particulate on the stopper, the size cannot be determined from the photo provided. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in fluid path defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that a foreign particle was found in the bd plastipak¿ luer-lok¿ tip syringe after being reconstituted and before administering it to the patient. The following information was provided by the initial reporter: "a foreign particle was found in syringe after it was reconstituted... For participant (B)(6), scheduled for (B)(6) 2023 originally product no 9696 was assigned. During the dose preparation while product was dissolved with water for injection as per protocol, the particle was spotted within solution. This was reported to research coordinator and research coordinator assigned replacement product, product no 9698 via almac. Dose was prepared and administered to participant 1101-1203.¿ particle was first identified by pharmacy staff after reconstituted solution had been drawn up into the injection syringe while the injection syringe remained connected to the vial adapter and vial. The particle was not seen during inspection of powder in the vial, wfi in the wfi syringe and reconstituted solution in the vial. Are you able to provide the date of the event in the format of (B)(6) 2023 how was the patient outcome? - . The particle was identified before administration to the patient so there was no impact. - are there any clinical signs, health consequences or impact? No - any adverse event or serious injury reported to patient? No - did the event involve an urgent/life threatening medical situation? No".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.